Event description:
The hospital reported that a piece broke off the distal end of a bronchoscope and fell into the cannula (intubation tube) while it was inserted into a pt during a bronchoscopy procedure. The tube was replaced.